Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheters and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the left pulmonary vein, the contact force of the first thermocool® smarttouch® sf bi-directional nav catheter displayed as ¿hi¿. The physician stopped ablating and attempted to zero the catheter, which led to ¿n/a¿ and ¿error 106¿ being displayed. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. Then, a deflection test was performed and the catheter passed; an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however the error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding force issues has been verified. The root cause of internal damage at the sensor could not be determined. The biosensor failure is not related with the cardiac tamponade, the root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, overall ablation time, or last ablation cycle time at the site of injury. Catheter was zeroed multiple times after the initial warm-up phase, post-connection to the carto 3 patient interface unit. Error 106 was observed when connecting the first thermocool smarttouch sf bi-directional nav catheter. The force issues reported on both catheters are not MDR reportable as they are highly detectable and pose low risk to the patient. This complaint is for the first thermocool smarttouch sf bi-directional nav catheter used during this procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with two thermocool smarttouch sf bi-directional nav catheters and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the left pulmonary vein, the contact force of the first thermocool smarttouch sf bi-directional nav catheter displayed as ¿hi¿. The physician stopped ablating and attempted to zero the catheter, which led to ¿n/a¿ and ¿error 106¿ being displayed. The cable was changed and the issue persisted. The catheter was changed to the second thermocool smarttouch sf bi-directional nav catheter and the physician indicated that the contact force and the vector of the 2nd catheter felt different than expected. The physician zeroed the catheter multiple times and continued the procedure. When the left pvi was complete, the patient became hypotensive. Physician assessed the echocardiogram and proceeded to perform the right pvi. Upon completion, the physician re-assessed the echocardiogram and performed a pericardiocentesis. Blood pressure recovered and the cavotricuspid isthmus (cti) ablation was performed. There is no information regarding extended hospitalization. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. It was noted that the adverse event may have occurred during ablation phase. Physician indicated that he may have applied additional force due to a discrepancy between the carto merge image and the physician¿s estimation based on his spatial understanding of the situation. It was noted that the positional relationship between CT and catheter was different from what the physician thought due to the lack of accuracy of cartomerge. Physician¿s opinion regarding the cause of the adverse event is that it was related to a bwi product malfunction and procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/07/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).